Event description:
Caller reported a malfunction with the cgm, specifically an error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, and the caller planned to reset the pump and follow up if the issue persisted.